Event description:
It was reported that during a laparoscopic cholecystectomy a clip applier jammed during firing resulting in malformed clips. New like product used to proceed. No adverse event to patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the el5ml was returned for analysis in good physical condition. Upon visual inspection, the instrument was noted to have excessive dried body fluids. During the analysis, the device was cycled and no clips were fed into the jaws; upon the first actuation, dried body fluids came off from the shaft. In the next firings, the instrument fed and formed one conforming clip and one clip with gap intermittently. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, excessive dried body fluids were noted to be inside the handles and the shaft of the device. It is possible that the dried body fluids could have prevented to proper feeding of the clips into the jaws, as well as the correct formation of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The device record was reviewed and no anomalies were noted during the manufacturing process.